Event description:
The pacemaker was programmed to safer mode with avb1 criteria set to "exercise only". Upon a regular follow-up on (B)(6) 2012, several episodes had been recorded in the implant memories showing switching to ddd mode during "rest" for avb1. Switches were documented on (B)(6), which was after the programming change to "exercise only". An explanation is requested.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.